Event description:
Surgeon encountered a reaction at the calaxo screw site during a revision case.

Manufacturer narrative:
Device has not been received for evaluation. Reinforced surgical technique to customer.